Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys total psa immunoassay results for one patient tested on a cobas 8000 e 801 module. It was requested but not provided if the initial total psa result was reported outside the laboratory. The customer performed repeat testing with the patient's sample. The patient's initial total psa result was 0.96 ug/l. The patient's repeat total psa result was 6.65 ug/l. The customer determined the repeat total psa result was correct since the result was "in line with the previous result." The total psa reagent lot number and expiration date were requested but not provided.

Manufacturer narrative:
The customer's calibration and qc results, sample pre-analytic details, and system alarm trace were requested but not provided. Based on the provided information, the investigation did not identify a product problem. The cause of the event could not be determined.